Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that balloon deflation difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified medial left anterior descending artery (lad). A 2.50x15mm emerge balloon catheter was advanced to dilate the lesion. After dilation, it was difficult to deflate the balloon. After a very long time the balloon was deflated with no issues. The procedure was completed with another emerge balloon successfully. No patient complications were reported and the patient status was fine.